Event description:
During removal of an interstim system, the physician elected to remove the leads by pulling them through the ipg pocket. One lead broke just above the tines. The physician elected to not remove the end of the lead from the pt. The pt is reported to be doing fine with no complications.